Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller reported the ins quit working over 3yrs ago and about a year ago totally dead. Patient had an appointment to remove the device a year ago but they forgot about the appointment. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.